Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 codes: health effect - clinical code problem code: e0135 taste disorder / code not available h6 codes: health effect - clinical code problem code : correction to disregard 4581 appropriate term/code not available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, a patient began feeling unwell seven days after applying a cgm sensor to her arm. She reported symptoms including a metallic taste in her mouth, weakness, and shakiness. At the time, she did not perform a blood glucose meter (bgm) test to compare with her cgm readings. The patient uses a tandem t:slim insulin pump in a modified closed-loop system. Shortly after the symptoms, the patient lost consciousness. She was unable to estimate the duration of unconsciousness. Upon regaining consciousness, her husband administered glucagon at home. Despite this intervention, the patient continued to feel symptomatic of hypoglycemia. A bgm test was then performed, showing a blood glucose level of 100 mg/dl, while the dexcom cgm was displaying a reading of 300 mg/dl. There was no documentation of further medical evaluation or intervention following the event. At the time of the report, the patient was reported to be doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator prior to the patient losing consciousness. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.